Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating air bubbles in their reservoir compartment. The patient's blood glucose level was 240 mg/dl at the time of the call. The customer was assisted with purging the bubbles out and was sent replacement supplies.